Event description:
This is an international report where there was a leak observed after patient use, but the location of the leak was not identified. There was patient involvement but no patient injury.

Manufacturer narrative:
(B)(4). The sample evaluation is anticipated but not yet begun. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak issue. Complaint is not confirmed and the assignable cause is undetermined because no abnormalities noted on returned disposable set during sample evaluation. The lot number is unknown; therefore, a batch review cannot be performed.